Event description:
Hospitalized due to low blood glucose. Possibly too much exercise, not eating. Customer was disconnected during rewind/prime. Reviewed priming technique. Verified insulin type and concentration. Insulin concentration is correct. Checked programming for insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Suggested customer call md to discuss possible causes of low blood glucose. Customer is doing more exercise cardiac rehab.